Manufacturer narrative:
Model number/catalog number: 72404155. Serial number :(B)(4). Batch/lot number: 174264019. Gtin: 878953003207. Model/catalog description: reservoir 65 ml pc/iz. Expiration date: 04/28/2019. Manufacturer date: 04/28/2017. Device evaluation: the ams 700 spherical reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification.

Event description:
It was reported that the patient was expected to have the inflatable penile prosthesis removed and replaced due to the cylinder no longer inflating properly and no longer stiffens. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated there was fluid loss from the reservoir.

Manufacturer narrative:
Model number/catalog number 72404155. Serial number (B)(4). Batch/lot number 174264019. Gtin (B)(4). Model/catalog description reservoir 65 ml pc/iz expiration date 04/28/2019. Manufacturer date 04/28/2017.

Event description:
It was reported that the patient was expected to have the inflatable penile prosthesis removed and replaced due to the cylinder no longer inflating properly and no longer stiffens. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.